Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062918. (B)(4). Duodenal ulcer, and bezoar are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized for abdominal pain. It was reported that the patient has had several hospital visits prior with CT scans and blood tests which revealed that the patient had gastritis. On (B)(6) 2022, the physician found the peg tube retracting into the stomach causing symptoms similar to small bowel obstruction, which caused the severe gastritis pain. On (B)(6) 2022, the patient underwent tubing replacement. It was reported in the operation report that the patient had an ulcer at d1 and a bezoar present. It was reported that no further information is available on other treatments or medications while the patient has been in the hospital.